Event description:
It was reported that this left bundle branch (lbb) brady lead exhibited loss of capture (loc) at maximum in both unipolar and bipolar configures with high pacing threshold measurements. X ray was confirmed lead dislodgement with no slack left on the lead. In addition, upon inspection, the rv lead suture found was not tight to the fascia. This brady lead was explanted and replaced with the same model. No additional adverse patient effects were reported.